Event description:
While having a tracheostomy performed in the surgical trauma intensive care unit, the pt sustained 2nd degree burns to face and chest as a result of a flash fire that occurred when the cauterizer sparked.